Manufacturer narrative:
Investigation: per the customer, the procedure was tpe with 4 liters 5% albumin as replacement. The physician suspected a reaction associated to ethylene oxide (eto) sensitivity. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Terumo bct clinical support spoke with the customer the next morning and the customer stated that she was familiar with the saline rinse protocol outlined in the operator's manual. She indicated that if the patient requires further treatment, they will rinse the tubing set with saline. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure that patient developed hives by the end of the procedure and became short of breath. Per the customer, the patient was given calcium gluconate 3 gms/100 ml ns during procedure and benadryl IV ½ hour into procedure due to hives that developed. Symptoms subsided and the remainder of the procedure was completed without issue. Approximately, 3 minutes later, hives developed again and spread quickly, the patient experienced hypotensive and lightheaded. Rapid response was called, 2l oxygen via nasal cannular (nc) was started and the patient was moved to ICU. The patient is "ok" and has since been discharged. No further tpes ordered at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, the procedure was tpe with 4 liters 5% albumin as replacement. . The physician suspected a reaction associated to ethylene oxide (eto) sensitivity. The tbct account manager informed the customer that sensitivity to eto in the patient setting is rare. Terumo does not have any recommendations on interventions for patients with this sensitivity and leaves these decisions up to the medical professionals caring for the patient. Terumo bct clinical support spoke with the customer the next morning and the customer stated that she was familiar with the saline rinse protocol outlined in the operator's manual. The customer was looking specifically for a double prime procedure. The patient was released to home and considered stable. If the patient requires further treatment, they will rinse the tubing set with saline. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: hypersensitivity to the ethylene oxide used to sterilize the disposable set hypersensitivity to the components inside the disposable set hypersensitivity to the replacement fluid used patients underlying disease state or sensitivity to the apheresis procedure

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure that patient developed hives by the end of the procedure and became short of breath. Per the customer, the patient was given calcium gluconate 3 gms/100 ml ns during procedure and benadryl IV hour into procedure due to hives that developed. Symptoms subsided and the remainder of the procedure was completed without issue. Approximately, 3 minutes later, hives developed again and spread quickly, the patient experienced hypotensive and lightheaded. Rapid response was called, 2l oxygen via nasal cannular (nc) was started and the patient was moved to ICU. The patient is "ok" and has since been discharged. No further tpes ordered at this time. The collection set is not available for return because it was discarded by the customer.